Manufacturer narrative:
Device evaluation of the monitor and electrode belt has been completed. During the incoming functional testing, a 1 hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5 hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5 hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2021 while wearing the lifevest. Review of the patient's download data revealed that prior to passing, the patient received two inappropriate treatments from the lifevest. At 16:13:24, the patient received the first treatment. The patient's rhythm at the time of the treatment was asystole with intermittent cardiac activity. The post-shock rhythm was one idioventricular beat degrading to asystole with intermittent cardiac activity. At 16:19:12, the patient received the second treatment from the lifevest. The patient's rhythm at the time of the treatment was asystole with intermittent cardiac activity and motion artifact. The post-shock rhythm was also asystole with intermittent cardiac activity and motion artifact. The response buttons were pressed after the second treatment was delivered. The response buttons functioned appropriately. Oversensing of cardiac signal and CPR/motion artifact contributed to the false detection. There is no indication that the lifevest caused or contributed to the patient's passing as the patient was in a non-life-sustaining rhythm prior to the treatment deliveries.